Event description:
The customer reported the system had no vacuum. Additional information received from the customer stated the system set up and tested without any problems. The surgeon experienced decreased vacuum during surgery. The surgeon was able to complete the case without any impact to the patient. The following 2 cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The o-rings on the I/a handpiece had not been replaced for some time. The old o-rings may have contributed to the poor vacuum reported. The customer will order o-rings for the I/a handpiece. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).